Manufacturer narrative:
Medical device type: additional device type applies: fpa (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced a retraction issue, failing to retract after use. The following information was provided by the initial reporter: material no: 367342, batch no: 0125355. Phleb completed draw and safety device malfunctioned and did not completely retract the needle.